Event description:
Customer reportedly received results of 140 mg/dl and 275 mg/dl within 10 minutes on the advantage system. No actions taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.